Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The presentation on eposter entitled, "aahks 2019 annual meeting eposters - collard vs collarless cementless tapered femoral stems from the australian orthopaedic association national joint replacement registry" for 2019 was reviewed. The purpose was to compare the results of a collared and collarless tapered femoral component as seen in a large national registry study. The data included depuy and non depuy stems and reported on the percentage revision for occurrences of loosening and periprosthetic fractures. Depuy products: corail stems. Adverse events: loose stem treated by revision. Periprosthetic femoral fracture treated by revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.